Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter facility name: (B)(6). Investigation summary it was reported a unit was received bent and with a hole. To aid in the investigation, two photos were provided for evaluation by our quality team. The photos show a needle assembly with no plastic shield or packaging blister. The needle is bent and has a hole approximately at the middle of the needle. No other defects or imperfections were observed. As the material and lot number are 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered.

Event description:
It was reported while using an unspecified bd hypodermic single lumen needle the needle was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we have found a defective needle. It¿s bent and has a hole.